Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm noted. Insulin pump received with cracked case at the display window corner, broken reservoir tube lip, minor scratches on lcd window, cracked reservoir tube, missing end cap sticker and cracked battery tube threads.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 103 mg/dl. No significant events leading to the alarm were observed. Advised replacement of the insulin pump and to revert to their back-up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.